Event description:
It was reported that intermittent atrial under sensing was observed on stored electrocardiogram with falsely classified termination of ongoing atrial arrhythmia on the atrial lead. Additional information was not provided.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120564.